Event description:
This supplemental report is being filed to include product investigation details.

Manufacturer narrative:
Analysis determined due to the reported observation code 1003, that the device recorded low temperature readings prior to setting the low voltage alert. If this model device is stored in environments where temperatures can drop below the recommended storage temperature, battery voltage readings that are low enough to set a low voltage alert may result. This appears to be the case with this device. The battery did recover after the device was removed from the cold.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device recorded an error indicative of voltage too low for the projected remaining capacity during a pre-implant status. A request was made to have data from this device analyzed after a three day wait period. It was reported that error was potentially due to the cold. The device was not implanted. No patient involvement.